Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer indicated insulin was allowed to warm up to room temperature. The customer was instructed to disconnect at the quick release and tap reservoir and push on plunger until the air bubbles were no longer visible. The customer was unable to remove the air bubbles because the reservoir no longer had insulin. Customer was advised to change set. The reservoir will be returned for analysis.